Manufacturer narrative:
Additional information was received that there was booting issue with an error message on screen. The software was reloaded and cf card was replaced to resolve the issue. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in boot up failure. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.